Event description:
Device malfunction: vessel locator wings prematurely collapsed. Time of malfunction: during vessel closure. Symptoms/ae; failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an investigational procedure. Reportedly, the vessel locator wings prematurely collapsed and the device came out of the arteriotomy. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: eval of the returned device found it was partially deployed with the vessel locator wings collapsed into the tube set and both the safety release button and the vessel locator button fully proximal and moving freely. The condition of the returned device supports the reported event. Of premature vessel locator wings collapse. However, the device was cleaned and the vessel locator assembly was tested; on 10 out of 10 attempts, the vessel locator button engaged with the safety release nut. The vessel locator wings opened and stayed open and released on each attempt. The device was then disassembled and examined. No damage or abnormalities were detected. We were not able to determine the root cause and no mfg issues were detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.